Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Approximately five years post-op the patient experienced a popping noise and pain when getting off of the sofa. The patient went to the ER where the radiologist confirmed that the device has shifted. The patient reports that the ¿box¿ from the device- a square 8¿ x8¿ area can be seen on the left side of the spine. The patient is taking valium and pain pills. No additional info is available at this time.